Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s blood glucose reached 300 mg/dl after breakfast because the meal was not announced while using the ilet system, and subsequent follow-up showed the glucose decreased to 244 mg/dl; this was addressed through troubleshooting and education, and no device component malfunction was identified. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified characterized as improper or incorrect procedure related to user interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error contributing to the event.